Event description:
It was reported that medical fixation peg came off of the 4-1 cutting block. Was removed out of the distal femur with a pair of pliers.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.